Event description:
A pt reported blood glucose results of "6.1 mmol/l and 12.4 mmol/l" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose redults exceeds the exepcted value of <-20% and/or <=1.11 mmol/l, thereby indicating a potential malfunction of the meter in terms of precision. The meter and test strips were replaced.